Manufacturer narrative:
D2a common device name: biliary catheter for stone removal that may also allow for irrigation and contrast injection. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided stated the balloon was test inflated prior to use and inflated properly, however, would not deflate afterward. Prior to distribution, all escort ii extraction balloon are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for a procedure, the user selected a cook escort ii extraction balloon. It was reported [that] when the nurse tested the product for any defects before use on the patient, the balloon inflated but did not deflate afterward. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. No lot number was returned with the device. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The balloon inflated and deflated without difficulty. The device was returned in a coiled position with the syringe still attached to the inflation port. The balloon was inflated with air using the syringe provided. The balloon inflated as expected and the stop cock was turned to closed. A visual examination of the balloon did not find any leaks or defects. Upon turning the stopcock to open, the balloon deflated within a few seconds (reference attached deflation video). No other anomalies were detected with the device. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: our laboratory evaluation of the returned device could not confirm the report, the balloon inflated and deflated without difficulty. A definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The information provided stated the balloon was test inflated prior to use and inflated properly, however, would not deflate afterward. Prior to distribution, all escort ii extraction balloon are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this report is rare. Quality assurance will continue to monitor for complaint trends.